Event description:
Patient came in for labor/delivery, received an epidural on (B)(6) 2026. Patient had epidural in 24 hours. When epidural was removed, the catheter tip remained in the patient. There was no resistance felt, or difficulty removing the product. There was leaking noted around the insertion site while administering anesthetic. Insertion was without difficulty.